Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s husband reported via phone call that the customer experienced hyperglycemia as well as diabetic ketoacidosis. The customer blood glucose level was 404 mg/dl at the time of incident and the current blood glucose level was 264 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer's outcome pertaining to the complaint. The insulin pump will not be return for analysis.